Manufacturer narrative:
Evaluation summary: issue: needle break off during use. Evaluation summary: customer returned (14) 1cc x 8mm x 31g syringes (4 in an open poly bag, 10 in a sealed poly bag) from lot number 1157331. Customer states that when he inserted the needle into the medication, the needle became like a corkscrew. He tried another syringe and the needle broke off leaving approximately 1/2 millimeter of residual metal remaining attached to the hub of the syringe. All received syringes were examined and no bent, broken, or detached cannula was observed on any of the samples. All returned samples were then tested for point geometry, lube, and cannula od. All measurements fall within specification. Review of the pictures and the needle break off and not a needle detached during use. Based on sample returned by the customer, the needle break off and needle bent during use issues cannot be confirmed as defects. Several syringes exhibited some adhesive runoff onto the hub. However, all returned samples were tested for cannula pull force and found to be within specification. Complaint history check yielded no other complaints for same condition for the lot reported. Device history review was conducted and no anomalies noted.

Event description:
Consumer reported needle break off in buttocks. Consumer was using bd insulin syringe to administer allergy medication. Consumer had some tissue removed from his buttocks on (B)(6), 2012. X-rays were performed on removed tissue and buttocks after surgery and needle was not found in removed tissue or buttocks. He was also prescribed antibiotics and had to visit hospital after surgery to address the bleeding, which occurred at operation site.